Manufacturer narrative:
(B)(4). No other info is known with respect to current pt condition or need for additional intervention. It is unclear that product malfunction occurred. Root cause of the reported event has not been identified. When additional relevant info becomes known, a subsequent report will be filed. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, ono-union, fracture of the verebra..."

Event description:
It was reported that during implantation of a spinous process plate, the pt's spinous process was fractured. No revision surgery has been reported. No other info regarding the event has become available.